Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377645, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for an unknown lead revealed the distal end conductor was broken. Device analysis for an unknown lead revealed no anomaly. (B)(4) has been removed from the unknown lead with analysis findings of no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3878-45, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a consumer implanted with an implantable neurostimulator (ins) for severe pain on the left hand. It was reported that in recent months, the patient complained that the ins was not working properly. It was checked that two leads were open circuit. All impedances were >10,000 ohms from 0 to 15. An x-ray was performed. It was noted that the leads were placed around the left armpit. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3878-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3878-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient regained severe pain. The impedances were so high, so resolved through lead removal and insertion of new lead. The cause was suspected lead fracture. The issue was resolved. It was noted that the patient¿s age was early fifties and weight was normal range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.